Manufacturer narrative:
Device evaluation- the device was returned for evaluation. Delivery accuracy testing was performed. The customer's concern was unable to be confirmed. The pump was tested for delivery accuracy to verify the pumps ability to deliver fluid. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-10%. The pump alarm sensors were tested. Sensor verification testing found the upstream occlusion and downstream occlusion sensors functional; the alarm trip values were measured within manufacturing specification. The pump was opened to inspect for any abnormality, the inspection of the interior of the pump found no problems or signs of damage. The device event history log was downloaded and examined. The log showed the device gave two high pressure alarms at start up, two different times; however, both alarms cleared just after they occurred. The event history log showed one 1310 error recorded on 2/14/2019 at 21:58. The error 1310 message most likely occurred due to the batteries being left in the pump with the pump off until battery was depleted. No problems were identified with the returned device.

Event description:
The issue was reported to smiths medical by drug distributor on behalf of the home care user. The device was being used for enteral delivery of medication for treatment for symptoms of advanced parkinson's disease. The patient's family reported that the device delivered medication "too fast" and returned the device to distributor for investigation. The patient's geriatrician stated the patient passed away on (B)(6) 2019 of "acute cardiac death". The cause of the cardiac event was not provided. Smiths medical has requested additional information on the event from the distributor.